Event description:
Patient receiving tpn and lipids from 2100-0140. At 0140, rn observed wet area on patient linens and rn stopped infusion and flushed patient tunneled cath. Tpn was leaking from the intersection where IV line connects to filter line. Patient blood sugar checked and it was 150. Doctor made aware of situation.